Event description:
A malfunction was reported by a customer through dinno santé regarding a device issue in france. There was no adverse impact to the customer's blood glucose level. The customer is returning the pump for further inspection, and a replacement pump with a new serial number has already been provided.